Event description:
Boston scientific received information that this right atrial (ra) lead had noise that was not being sensed and had possible right atrial lead failure. This right atrial (ra) lead remains in service. No adverse patient effects were reported.